Event description:
This lead was implanted on (B)(6) 2006 and remains implanted at this time. It was reported to technical services on (B)(6) 2011 that a lead safety switch had occurred. Rv impedances of 370-410 ohms, no noise stored on egms. An rv lead revision has been scheduled with a dr. (B)(6). Update: the lead was explanted on (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).